Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined the wash/vacuum probes were obstructed. The fse replaced two wash/vacuum probes to resolve the cuvette overflow. Identified failure mode: the failure mode was an obstructed wash/vacuum probe (p/n (B)(4)). (B)(4).

Event description:
A leak, contained within the instrument, occurred when using the unicel dxc 600 synchron system. The issue was reported by the beckman coulter field service engineer (fse) while servicing the instrument for cuvettes failing water blank. The instrument generated a ¿10 cuvettes failed water blanks¿ error message. The fse identified cuvette overflow, as the outside of the cuvettes was dirty and the vacuum probe was clogged, causing the cuvette overflow. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.